Event description:
It was reported that the patient with this ambicor penile prosthesis (app) experienced deflation issues. A surgical procedure was performed to remove the app and implant a new inflatable penile prosthesis. There were no patient complications reported.